Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed a restart alert and an additional unable to proceed message during a dry run after supplies were removed, consistent with a mechanical problem characterized as a consecutive stalled motor; the user was advised to use backup therapy per their healthcare provider. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a mechanical problem identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.